Event description:
Inbound. Patient reported no disposable alarm on cadd legacy pump 412448 using prefilled remodulin cassette from 3/22/2022 shipment, unable to resolve with troubleshooting as per manual. Placed cassette on back up pump. Back up pumped alarmed no disposable. Patient will placed new cassette from shipment received today. No further needs. No further details provided.